Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a sensor error and other sensor issues. The blood glucose level was not given. There were no significant events leading to the event. No further information was provided.